Event description:
The report received from the field indicated that approximately nineteen (19) months after the index procedure, the patient had restenosis of a previously implanted cypher 2.75 x 18 mm stent. The target lesion was the right coronary artery (rca). The restenosis was treated by balloon angioplasty. The patient did fine post-procedure. No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. A female patient with a history of cad, hypertension and hypercholesterolemia experienced restenosis twenty months post cypher stent implantation. The reason for the patient's initial admission to hospital was not reported; but an angiogram revealed a lesion in her rca. The pre or intra procedural administration of asa, plavix, heparin or plavix and the performance or recording of acts was not reported. This patient's gender and history put her at incased risk for mace. No vessel and/or lesion characteristics were provided. It is not known, if the lesion was pre-dilated prior to the placement of a 2.75 x 18mm cypher stent at an unknown maximum inflation pressure. The post procedural administration of asa or plavix was not reported. Twenty months after the index procedure, that patient underwent an angiogram that revealed isr of the previously implanted cypher stent. This was treated with ptca. Attempts to obtain further information regarding the index procedure or this event have been unsuccessful. The product remains implanted in the patient and is thus not available for evaluation. A DHR review of the involved lot number revealed that the products met requirements for product acceptance. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardio vascular disease. Based on the limited information provided, it is not possible to draw a conclusion about a relationship between the device and the event. However, there are patient factors that may have contributed to it. There is no clear indication that this event was design or manufacturing related. Please note that this is the initial/final report for this product.